Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during the removal of a bile duct stone performed on (B)(6), 2010. According to the complainant, the tip of the device was torn when the physician tried to withdraw the guidewire from the patient. The procedure was completed with subject autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip.

Manufacturer narrative:
A visual examination revealed that the working length/distal tip was twisted and extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The condition of the returned unit was consistent with the complaint incident that the distal tip of the catheter was torn however the torn area was not limited to only the tip. During manufacturing, the devices are 100% inspected for tip integrity, therefore, the most probable root cause is operational context. The device history record was reviewed and found to meet all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.